Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the system shut down in the middle of a surgical procedure. A hard reset was necessary to complete the procedure with no harm to the patient. Additional information was requested.

Manufacturer narrative:
The customer cancelled the service request (sr). The customer is using the system, which worked on reboot without any problems. The customer declined to purchase a service inspection. With no additional, related information provided, the customer reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).